Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels. Next steps to be planned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-pc. Upn: m365db14160. Model: db-1416. Serial: (B)(6). Batch: 230660. Gtin: 08714729985020. UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7125119. Gtin: (B)(4). UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7125093. Gtin: (B)(4). UDI: (B)(4). The devices were not returned for analysis as the lead extension (serial: (B)(6)) and lead (serial: 7125119) were discarded and the ipg and lead (serial: (B)(6)) remained implanted and in use; therefore, a technical analysis could not be performed. It was confirmed that all the devices met manufacturing specifications prior to distribution and therefore manufacturing deviations could not have contributed to the reported event. Review of the instructions for use (IFU) confirmed that there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed on the lead extension (serial: (B)(6)) and it confirmed that the event of recurrence of tremors, rigidity, and slowness due to impedances and inadequate stimulation likely caused by falls followed by a reduction in therapy and exploratory surgery were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the production. Based on a thorough revie of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
The hearing performance is affected. The user will be reimplanted but no date has been scheduled yet.